Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 102 incompatible component/accessory. Investigation conclusions: 61 unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event on 29-jul-2020 that occurred in the operating room during use in the emea region. The user reported that there was an "impossibility to pass apc[argon plasma coagulation] probes and clips due to a faulty elevator not returning to a neutral position", involving pentax medical accessory sterile distal end cap model oe-a63, lot number 0011040, used with pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). There was reported instrument damage as well as active hemorrhage without treatment possibility. Pentax emea documented that the customer used an argon plasma coagulation system (apc) with fiapc probes from erbe and across current ed34-i10t2 IFU [instructions for use] the apc system is not claimed compatible by pentax. The fiapc probes IFU, on page 36, an endoscope has to be selected in regards with this operating channel diameter and it is represented a standard endoscope (gastroscope or colonoscope), not a duodenoscope. On 02-dec-2020, a device history record(DHR) review for pentax medical accessory model oe-a63, lot #0011040 was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 15-apr-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-apr-2020. Evaluation of the returned pentax medical accessory sterile distal end cap model oe-a63, lot number 0011040 was performed and based on the investigation no defects were identified with the accessory.